Manufacturer narrative:
The technician found the brake caster was worn. He replaced the brake caster to repair the bed.

Event description:
Information received indicates the brake is setting, but the head caster would swivel when pushed from the side.